Event description:
It was reported that the external pulse generator failed to pace and to sense. The device turned on but gave zero values, the bottom screen flashed. It was further reported that this occurred post-op. The generator has not been received into service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the stated reason for return of "failure to pace and sense", the device did pass its incoming testing. It was noted that it was received in good cosmetic/mechanical condition though its battery contacts were contaminated. The main board was calibrated and the battery contacts were cleaned. The device then passed its final test on the automated test system. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the external pulse generator was returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.